Manufacturer narrative:
After completion of the investigation, the cot had event could not be duplicated as reported by the stryker field service rep. A review of previous similar complaints identified that the most likely cause as to why the cot had dropped may have been due to operator error. The manual indicates that the operators should "always verify the base frame is securely locked into position before release your grip on the litter frame" and that "an unlocked base frame will not support the cot and injury to the patient or operator could result." The service technician reported that he did speak with the customer regarding proper operations and that they would follow up with the emts.

Event description:
It was reported by the customer that an employee was getting ready to put a patient in the ambulance and the stretcher dropped with the patient on it. Allegedly the employee tried to stop the fall and his finger was caught in the stretcher. It was reported that the employee's finger had to be splinted.

Event description:
It was reported by the customer that an employee was getting ready to put a patient in the ambulance and the stretcher dropped with the patient on it. Allegedly the employee tried to drop the fall and his finger was caught in the stretcher. It was reported that the employee's finger had to be splinted.